Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer was reported that the patient with diabetes experiencing a line blocked alarm during infusion.the reported event would cause delay in therapy.